Manufacturer narrative:
H2: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures and anchor are no longer on the insertion device. The sutures are still run through the anchor. The anchor is deformed and two proximal threads have detached from one rib side but are still attached to the other rib. The insertion device has no visible defect. Bio debris is present. A functional evaluation cannot be performed due to the anchor is damaged and has already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include unintended excessive force on insertion or off-axial insertion. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings, conclusions and component code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, after the normal opening, and screwing the healicoil peek anchor and exit the handle, the anchor fell off. The anchor did not broke. The procedure was completed using a s+n back up device in the originally drilled bone hole. There was a delay of less than 30 minutes. No further complications were reported.